Manufacturer narrative:
Ptc investigation result was received on 15-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: as of 9/22/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot b91738 (production date 31-oct-2013 and expiration date 31-oct-2016) was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the microinsert, the outer coil may sever itself as it is being deployed from the catheter. In typical situations, this severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect - but plausible". According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and upon removal of inserter approximately 4 coils broke off and fell into uterus. This case is medically confirmed. This event, interpreted as device brakeage, is considered non-serious and unlisted according to essure reference safety information. Considering that the reported event occurred during the insertion procedure, the causal relationship between this event and essure cannot be excluded. This case was regarded as other reportable incident since breakage (malfunction) was reported. According to product technical analysis, the technical assessment concluded "unconfirmed quality defect - but plausible". In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 23-mar-2015 previous gynecological interventions, problems relevant medical history and concurrent conditions were denied. It was reported that essure was inserted 4 months after partum. Cervical dilation, sounding and general anesthesia were denied. Lidocaine (1%) was used as analgesia. The insertion and the visualization of the tubal ostium were considered easy. Fluid loss was less than 1500cc and the time did not take more than 20 minutes. No imaging tests were performed to confirm essure placement. Depo provera was used as back contraception. In (B)(6) 2014, hsg was done and showed complete bilateral occlusion. Essure was not removed. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and upon removal of inserter approximately 4 coils broke off and fell into uterus. This case is medically confirmed. This event, interpreted as device breakage, is considered non-serious and listed according to technical analysis. Considering the reported event occurred during the insertion procedure, the causal relationship between this event and essure cannot be excluded. This case was regarded as other reportable incident since breakage (malfunction) was reported. According to product technical analysis, the technical assessment concluded unconfirmed quality defect - but plausible. As no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 04-sep-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 (lot number b91738) . Additional information received on 16 and 19-sep-2014. On (B)(6)-2014, the patient had essure inserted without difficulty. Before removing the hysteroscope, the doctor noticed that 4 coils from the right micro insert broke off and fell into the uterus. He removed the whole coil with grapers. Second insert was placed on the right side with no difficulty. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and upon removal of inserter approximately 4 coils broke off and fell into uterus. This case is medically confirmed. This event is considered non-serious and unlisted according to essure reference safety information. Considering that the reported event occurred during the insertion procedure, the causal relationship between this event and essure cannot be excluded. This case was regarded as other reportable incident since no surgical procedure was reported. Product technical analysis was requested.